Event description:
It was reported that the tip broke during the procedure. The piece was retrieved.

Manufacturer narrative:
Alleged failure: surgeon notices the tip of the cutter had snapped off. Reported to rep. Surgeon noted that they were unhappy that the cutter snapped off and did not fully trust the technology. Moving forward, surgeon will look at other systems to use. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the tip came into contact with hard material during use the product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip broke during the procedure. The piece was retrieved.